Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted., initial reporter zip code exceeded maximum allowable digits, (B)(6).

Event description:
The customer reported m-lncs y-I sensors which intermittently display error messages and low spo2 and bpm measurements. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensors were evaluated. For two (2) sensors the eeprom content verification did not identify any issues. No physical damage was observed and the sensors passed continuity testing. The two (2) sensors were found to be functioning as designed. Initial reporter zip code (B)(6), occupation: company representative, distributor". The following fields were updated to reflect additional information regarding this reported complaint: field description was updated from "the customer reported m-lncs y-I sensors which intermittently display error messages and low spo2 and bpm measurements. No patient impact or consequences were reported." To "the customer reported fifteen m-lncs y-I sensors, some occur sensor off, some occur replace sensor. Some of the spo2 and bpm readings are very low, all the issues are intermittent. No patient impact or consequences were reported." Lot # was updated from "blank" to "k16jxe". Model # was updated from "blank" to "2505-2", exp. Date was updated from "blank". To "09/01/2019" , and the UDI # was updated from "blank" to "(B)(4)". Date device returned to manufacturer was updated from "blank" to "08/03/2017". 510k # updated from "blank" to "k041815". Device manufacturer date updated from "blank" to "09/28/2016".

Event description:
The customer reported fifteen m-lncs y-I sensors, some occur sensor off, some occur replace sensor. Some of the spo2 and bpm readings are very low, all the issues are intermittent. No patient impact or consequences were reported.